Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient had a mentor smooth round moderate profile 375cc saline prosthesis implanted and experienced deflation post procedure. As a result, the prosthesis was explanted on (B)(6) 2018.

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 2/21/2018. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Device evaluation summary: it was reported that a (B)(6) year-old female patient had a mentor smooth round moderate profile 375cc saline prosthesis implanted and experienced deflation post procedure. As a result, the patient underwent bilateral prosthesis replacement with mentor smooth round moderate profile 300cc saline prostheses. The device was received at mentor without fluid. Brown material was observed within the device. No foreign material was observed on the shell surface. Pe discovered a rent measuring approximately 0.1 cm within a crease on the posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The device history record (DHR) of lot number 229565 was reviewed on 03/07/2018 and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Additional information was received on 03/22/2018. When the device was explanted, bilateral prosthesis replacement with mentor smooth round moderate profile 300cc saline prostheses was performed. Manufacturer¿s reference number: (B)(4).